Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced palpitations and presented to the emergency department. Upon review of ECG, the atrial lead exhibited loss of capture. It was noted that the atrial threshold had increased. Programming changes were made. The patient was fine after the changes.